Manufacturer narrative:
(B)(4). Date sent: 7/19/2019. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure while firing with a tr45w reload the device was fired and only half of the staples deployed and stapled. A second like device was used to complete the procedure with no patient consequences reported.